Event description:
A customer reported that on (B)(6) 2011 the datalink/dl2000 data manager modified an instrument generated c-reactive protein sample result of "<15 md/dl" to "<0.5 mg/dl". The original sample result was accompanied by a "lt" instrument flag. This flag stood for "less than". The dl2000 had an application configurable rule to modify any result that contained the "lt" flag to "<0.5 mg/dl". Upon retest the sample actually was lower than 5 mg/dl, so an erroneous result was not reported outside of the laboratory. There was no death, serious injury or modification to patient treatment associated with or attributed to this event. However if the result has been greater than 0.5 mg/dl with a lt instrument flag an erroneous result would have been generated by the datalink/dl2000 data manager.

Manufacturer narrative:
Beckman coulter inc. Customer technical services led the customer through disabling the involved software configuration rule so that the datalink/dl2000 data manager would not convert these type of "lt" flagged results.